Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information from the customer: no injuries or harm were not to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion burette set was clogged the following information was received by the initial reporter with the following: ¿bd alaris pump infusion burette set smart site on top of buretrol does not allow passage of fluids without heavily toying with the device. I tried to flush the top port where your secondary set would connect, and it would not allow passage of fluids from the flush. It is occluded. Several rns on 3c have reported this being an issue and leading to antibiotics not going through the buretrol due to this port being stopped up."